Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cathcart head trial has deep scratches on it causing a sterilization concern.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination, however, following investigation by depuy australia it was concluded that the complaint was due to wear and tear. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.